Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient wanted the spinal cord stimulation system removed. She had noted that it was not helping (both when she could feel stimulation, and when she couldn't). The event date is not known, and there were no external factors noted to be contributing. The patient felt that the battery site was tender and there was discomfort and that she could do better without the spinal cord stimulation implanted. It was noted that there was some confusion between stimulation buzzing and silent settings and associated relief. Additionally, it was noted that the patient did not have any recent reprogramming sessions, but wanted the spinal cord stimulation out. The issues have resolved with removal.